Event description:
The patient reported infusion set tape was not sticking and cannula detached due to sweating on (B)(6) 2026.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain. Name: (B)(6). Country: united states of america.street: (B)(6). City: (B)(6). State, province or territory: (B)(6). Post office or zip code: (B)(6).based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545,manufacturing site: 8021545.